Manufacturer narrative:
The reference c20002 has been allocated to this case by rayner. The event description provided states that capsule rupture occurred during iol implantation. The healthcare facility has provided the following additional information "there was no vitreous prolapse. I've kept the 1-piece iol and made a reverse optic capture: the both haptics under the anterior capsule and the optic above the rhexis. So doing this, we avoid pigmentary dispersion. Patient was -0,75 20/20 in 7th pod". The rayner risk analysis identifies the plunger being advanced too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Rayner is following up to obtain additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from a (B)(6) healthcare professional of an event that occurred during use of a preloaded rayone iol (model unspecified). The event description provided states that capsule rupture occurred during iol implantation.